Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. It was reported that the pump¿s audible tone feature was emitting quiet sounds. It was noted that the pump had vibratory function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: during investigation, the pump¿s audible tone alarms were found to function properly. The vibratory alarm also functioned appropriately. The complaint of quiet sounds was not duplicated during testing. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.